Manufacturer narrative:
One used device was received to perform an investigation. Functional testing was performed using a leak test. The trach was inflated with 5cc of air and submerged in water to identify any holes in the cuff area, gaps in adhesive or blockages of the airway that may have led to the cuff not inflating. Both the cuff and the pilot balloon inflated properly, were able to hold air, and passed the leak test. The reported problem was unable to be replicated. No root cause could be determined as the complaint could not be confirmed. The instructions for use (IFU) informs the user that a pediatric product can be reprocessed up to 5 times. Therefore, the device should not have been affected after the third cleaning. A lot number was not provided by the customer; however, as the device was custom made, the most likely lot number was ss032661. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Expiration date and manufacture date are based on lot number ss032661. Model# UDI and PMA/510k are unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that after the third cleaning of two custom tracheostomy tubes, it was noticed that the outer cuff inflated but the inner cuff would not inflate. This event occurred during pre-test of the device in the hospital. No patient injury was reported.